Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: in the month of (B)(6) 2022 section d6b: if explanted; give date: unknown/ asked but not available. Section e1: reporter address: unknown/information not provided. Section e1: email address: unknown/information not provided. Section e1: establishment name (account name): unknown/information not provided. Section e1: initial reporter telephone number: unknown/information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was implanted with an iol in her right eye in (B)(6) 2022. Her vision postop one week was good. The patient then shifted to another city following the surgery and recently shared in (B)(6) 2024 that she experienced a dropped in vision. She had a cylindrical correction given by her treating ophthalmologist. There was no delay in treatment or other interventions performed. No further information was provided.